Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au5800 chemistry analyzer, and identified the failure mode as defective buffer valves. The fse replaced the buffer valves to resolve the issue. The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported getting ion-selective electrolytes (ise) fliers on ise cell 1 and getting sporadic high chloride (cl) and sodium (na) results on their au5800 chemistry analyzer. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient data or demographics.